Event description:
Patient was implanted with malleable mesh and norian bone cement on frontal bone on (B)(6) 2005. Patient presented to surgeon complaining of pain. Implant area appeared red, surgeon suspected infection. Patient was returned to the or on (B)(6) 2012 for removal of bone cement only, mesh remains implanted. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records found no complaint related issues.